Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU states: do not use if package is damaged or opened. Sterile components are intended for single use only. Do not re-sterilize or re-use as this will increase the risk of infection. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that a "broken" package was identified during surgery. It was stated that the external packaging was "broken" and both the external and internal packing had bad kinking. The site could not guarantee the sterility of the product, a replacement device was used. The site discarded the device. There was no reported consequences or impact to the patient. No additional information will be provided about the patient.

Manufacturer narrative:
One driveline extension cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.